Manufacturer narrative:
(B)(4).

Event description:
The subject pacemaker was implanted on (B)(6) 2016. During the follow-ups performed on (B)(6) 2016 at two different hospitals, pmts were reportedly observed. Physicians confirmed that each confirmed pmt was terminated, but they were not fully removed by the anti-pmt function. On (B)(6) 2016, parameters reprogramming (av delay to 250ms, basic rate lowered to 40min-1) has been performed, but the issue has not been solved, and the patient is symptomatic. On (B)(6) 2016, patient was reprogrammed in vvi 40.